Event description:
Customer reported that his blood glucose readings were going low in the morning. Customer stated that they were between 30 mg/dl and 70 mg/dl. One morning customer woke up with blood glucose readings of 70 mg/dl and continued to drop to 30 mg/dl despite treating with food. Customer stated that the trainer lowered the basal rates and the customer has been doing better. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.